Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced skin flap breakdown and was prescribed oral antibiotics (date not reported). In (B)(6) 2015 and again in (B)(6) 2015 (exact dates not reported), the incision site was re-sutured closed. Subsequently on (B)(6) 2015, the device was explanted.